Event description:
It was reported that the helmet began to heat up during a procedure. A backup unit was available to complete the procedure. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has been received for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.